Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111070 - the dentist reported that 45 days after two dental implants were installed in intraoral region# 20 and 18 their non-osseointegration were verified. Patient presented bone type I, 40 ncm of primary stability was achieved and immediate load was not executed.